Event description:
It was reported that the arctic sun device (sn (B)(6)) displayed alarm 14 (patient temperature 1 probe out of range), alert 51 (patient temperature 1 below control range) and alert 114 (treatment stopped).the flow rate was 0l/min, the inlet pressure was -0.7psi, and the circulation pump command was 100%. Per troubleshooting, the device was placed in manual control with only the fluid delivery line attached. The flow rate was 1.8l/min, the inlet pressure was -7.1psi, and the circulation pump command was 32%. The pads were reconnected and the flow rate increased to 3.4l/min. The nurse was called back and stated the flow rate decreased again. It was then reported that the issue persisted, so the device was switched (sn (B)(6)). The nurse stated the new device was not heating the patient. The target temperature was 36c, the patient was 32.7c, the water was 32.7c, and the flow rate was 0.4l/min. Per troubleshooting, the pads were disconnected and reconnected using proper technique. The nurse called back and stated the issue persisted. The flow rate was 0.9l/min, the inlet pressure was -6.8psi, the circulation pump command was 37%. The device was placed in manual control. The flow rate was 1.1l/min the inlet pressure was -6.9 psi, the circulation pump command was 37% and the cv was 1. The device was switched back to (sn (B)(6)). The system hours were 2564 and pump hours were 14049. With only the fluid delivery line attached, the flow rate was 0l/min, the inlet pressure was -9.1psi, the circulation pump was 0% and the cv was 0. The nurse was advised to locate a new device. Work in progress on low water flow and performed water perforation test. Per follow up on 19amay 2020 biomed (B)(6) stated the performed operation test on (B)(6) and decided to ship it to bd for a quality check. The circulation pump was changed and device (B)(6) still failed. They still currently have it and plan to repair on site in issue can be fixed.

Manufacturer narrative:
Per review, bd/bard has determined that the parent complaint is a duplicate record and will therefore be voided. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device (sn (B)(4)) displayed alarm 14 (patient temperature 1 probe out of range), alert 51 (patient temperature 1 below control range) and alert 114 (treatment stopped).the flow rate was 0l/min, the inlet pressure was -0.7psi, and the circulation pump command was 100%. Per troubleshooting, the device was placed in manual control with only the fluid delivery line attached. The flow rate was 1.8l/min, the inlet pressure was -7.1psi, and the circulation pump command was 32%. The pads were reconnected and the flow rate increased to 3.4l/min. The nurse was called back and stated the flow rate decreased again. It was then reported that the issue persisted, so the device was switched (sn (B)(4)). The nurse stated the new device was not heating the patient. The target temperature was 36c, the patient was 32.7c, the water was 32.7c, and the flow rate was 0.4l/min. Per troubleshooting, the pads were disconnected and reconnected using proper technique. The nurse called back and stated the issue persisted. The flow rate was 0.9l/min, the inlet pressure was -6.8psi, the circulation pump command was 37%. The device was placed in manual control. The flow rate was 1.1l/min the inlet pressure was -6.9 psi, the circulation pump command was 37% and the cv was 1. The device was switched back to (sn (B)(4)). The system hours were 2564 and pump hours were 14049. With only the fluid delivery line attached, the flow rate was 0l/min, the inlet pressure was -9.1psi, the circulation pump was 0% and the cv was 0. The nurse was advised to locate a new device. Work in progress on low water flow and performed water perforation test. Per follow up on 19may 2020 biomed (B)(6) stated the performed operation test on (B)(4) and decided to ship it to bd for a quality check. The circulation pump was changed and device (B)(4) still failed. They still currently have it and plan to repair on site in issue can be fixed.